Event description:
A malfunction alarm labeled as malf 12 was reported, but there was no adverse impact on the customer¿s blood glucose level. The customer faced difficulties resetting the pump due to a lack of power supplies and insufficient insulin units. Initially, the customer was at work without a backup therapy and planned to return home to reset the pump. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer continued using the pump with instructions to contact support if the issue returned. The case was subsequently closed by technical support.